Event description:
It was reported that during sterile processing at the account, the device disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to confirm the reported disassembly symptom, attributable to the applied force reported to have been applied by the customer while attempting to disengage the attachment.

Event description:
It was reported that during sterile processing at the account, the device disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.